Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. It was reported that the touch points for the registration were focused in anterior areas.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of about 3 millimeters to the left was observed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the registration points were focused anterior. Analysis found that the software functioned as designed.